Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood/solution set with large standard blood filter and pressure pump leaked from a crack in the hand pump during infusion of stem cells. The set had been used for about 4-5 100 ml bags of stem cells, with an infusion time of about 10 minutes for each bag. The nurse reported that the infusion had been running for approximately 50-60 minutes at the time of the leak, and that the infusion was able to be completed. There was no patient injury or medical intervention associated with this event. No additional information is available.